Event description:
The patient was implanted for urinary/bowel dysfunction.

Manufacturer narrative:
Correction submitted to add the patient's IFU, add imf code f12, and remove haz nh2002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had their ins implanted yesterday and last night they had some pain around the ins site, and today the pain was severe. The patient added they were barely peeing. The patient stated their pain doctor would not take their call, and their managing healthcare provider (hcp) told them they would call [the manufacturer] but the patient hadn't heard from anyone. The patient stated the ins was turned off at the time of the call, and noted that their hcp turned it off while they were still in the hospital. The patient also stated, "they forgot about my medicine this morning." The patient was trying to turn on the ins, but they could not find their communicator. A replacement communicator was requested to be sent out. The patient was redirected to their hcp to further address the issue. The patient said they would contact their managing hcp's office again. Additional information was received from the patient on 2025-jul-03. They called back and stated they had a lot of discomfort and believed they had an infection at the implant site. The patient said there was a "bubble on their rear end". The patient was redirected to their hcp.